Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The events of cellulitis and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is "history of left inflammatory rash treated as a potential cellulitis", "a small dehiscence of the wound", a "major rash [with] greenish brownish discharge", "a rash that started out the size of a small potato that extended over the left breast and then to [the patient's] back". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side history of inflammatory rash treated as a potential cellulitis", "there may be a small dehiscence of the wound which was scrapped and re-sutured, cultured and [the patient] put on antibiotics. Major rash appeared in (B)(6) 2019 [with] greenish brownish discharge without any pain and no dehiscence of the surgical site. However, [the patient] did get a rash that started out the size of a small potato that extended over the left breast and then to [the patient's] back and was put on antibiotics". Health professional additionally reported possible reaction to the material presented as red breast and inflammation device has been explanted.